Event description:
End user reported the motor was leaking oil. No injury alleged.

Manufacturer narrative:
Replacement parts were shipped to the facility. The account has not returned hill-rom's attempts to confirm the repair of this unit.